Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok and down keypad buttons were under-responsive. It was alleged the issue caused an under-delivery of insulin; there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/03/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up, down , and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack and battery compartment moisture was discovered. Leak testing confirmed a battery compartment leak.